Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to medical device problem code has been updated and provided in h6 section of this report.

Event description:
It was reported that customer reported via phone call that they were dispatched in emergency medical services on (B)(6) 2022 due to low blood glucose. Customer blood glucose was in the range between 44 mg/dl to 40 mg/dl at the time of incident. Customer alleged that the insulin pump was overdelivering of insulin. No further complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they were experienced insulin flow blocked and hypoglycemia with a blood glucose value of 40 mg/dl at the time of the event. Customer was reported that symptoms of low blood glucose was sweating other fast pulse. Customer reported emergency medical services dispatches on december 09, 2022. The customer was treated with carb intake and hospitalized. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the event. The insulin pump was not use auto mode at the time of the incident. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to critical pump error (open book image) alarm. Unable to test for insulin flow blocked alarm/no delivery alarm or possible over delivery anomaly due to critical pump error (open book image) alarm. Unable to perform the history download or carelink upload due to critical pump error/open book image. Pump was cut open to perform visual inspection and found corroded pcba1, and force sensor. No damage noted on the pcba2, or motor noted. Using a test pcba 2 and the original pcba 1, the pump had a critical pump error (open book image) alarm. Using a test pcba 1 and the original pcba 2, the pump powered up properly. No critical pump error (open book image) alarm noted. The pump was able to complete the pump history download. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. Critical pump error (open book image) alarm was due to the rf test failure in the boot loader (code: 0x00000045). Suspecting hw issue. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, torn/scratched serial number label, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date 09-dec-2022 in the pump history file. On (B)(6) 2022 13:29:28.000 alarm alert notification. Fault number = no delivery (7) - during bolus. On (B)(6) 2022 15:03:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2022 15:13:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2022 21:42:00.000 alarm alert notification. Fault number = no delivery (7) - during basal. On (B)(6) 2022 21:48:00.000 alarm alert notification. Fault number = no delivery (7) - during basal on (B)(6) 2022 21:49:13.000 alarm alert notification. Fault number = no delivery (7) - during bolus. Please see below for the pump errors/alarms noted 1 week prior to the event date 11-may-2023. In the pump history file. On (B)(6) 2023 16:40:00.000 alarm alert notification. Fault number = low battery alert (104). On (B)(6) 2023 02:11:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 02:21:00.000 alarm alert notification. Fault number = change battery fault (73). On (B)(6) 2023 02:42:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 02:52:00.000 alarm alert notification. Fault number = off no power (11). On (B)(6) 2023 07:10:10.000 alarm alert notification. Fault number = failed batt test (58). On (B)(6) 2023 07:10:19.000 battery removed. On (B)(6) 2023 07:10:19.000 alarm alert notification. Fault number = battery removed (84). On (B)(6) 2023 07:10:32.000 battery inserted. On (B)(6) 2023 07:10:42.000 alarm alert notification. Fault number = batt out limit (6). On (B)(6) 2023 14:02:03.000 alarm alert notification. Fault number = trace check error (68). On (B)(6) 2023 14:02:03.000 alarm alert notification. Fault number = history pointers bad alert (49). On (B)(6) 2023 14:02:29.000 alarm alert notification. Fault number = software error (53). On (B)(6) 2023 14:02:31.000 alarm alert notification. Fault number = history pointers bad alert (49). On (B)(6) 2023 14:02:43.000 alarm alert notification. Fault number = post-reset ram crc alarm (23). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. However, unable to test for low battery alert, change battery fault, off no power, failed batt test, batt out limit, pump error 68, pump error 49, pump error 53 and pump error 23 due to critical pump error (open book image) alarm. Pump error 63 on (B)(6) 2023 at 2:38:00 pm file ID = (B)(4); line num = 9926; and pump error 4 on (B)(6) 2023 at 2:02:01 pm found on the detail trace file. Suspecting hw issue. Pump error 53 on (B)(6) 2023 on 14:02:29.000 and on (B)(6) 2023 at 14:02:32.000 file number: (B)(4)line number: 5632. Suspecting sw issue. Unable to perform functional test due to critical pump error (open book image) alarm. Unable to confirm alleged low bgs. Critical pump error (open book image) alarm confirmed due to corroded pcba 1. Insulin flow blocked alarm/no delivery alarm was unknown. Possible over delivery anomaly was unknown. Exposure to moisture confirmed. Unable to upload/download confirmed. Pump error 63 confirmed. Pump error 4 confirmed. Pump error 53 confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.